Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage at hub and tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 30873 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris pca administration set was leaking the following information was received by the initial reporter with the following verbatim: reported issue: this rn was notified by the bedside (B)(6) that there was a large puddle of liquid on the floor below the IV pumps. It was note that the morphine pca was leaking at the junction between the hub and tubing. The previous syringe had been loaded at 0625, and there was a continuous rate of (B)(4) mg/hr. It is unknown how much drug was lost and how much actually reached the patient. The patient fortunately did not appear to have increased levels of pain. A new syringe and tubing was given.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.